Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure a balloon rupture occurred. The 90% stenosed lesion was located in the moderately calcified and tortuous right coronary artery (rca). A model-maverick 2 monorail 15mm x 3.0mm balloon catheter was advanced and inflated twice to unknown atms. Upon second inflation a balloon rupture occurred. The procedure was completed with a different device. No patient complications were reported and patient condition is good.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the manufacturing documentation for this batch found that the devices met their material, assembly and product specifications at the time of release to distribution. The most probable root cause classification for this complaint incident will be operational context as device performance was limited due to anatomical factors. (B)(4).